Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized multiple times due to diabetes. The customer declined to talk more about the hospitalizations. It is unclear if the customer was wearing the insulin pump during the incidents. The customer also reported buttons on their pump were slow to respond. Troubleshooting was completed for the button response issue. The insulin pump will not be returned for analysis.